Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; the full lead was returned and analyzed.

Event description:
It was reported that at implant attempt the screw mechanism (helix) was already "out". The physician stated the lead was not working correctly. It was not implanted. No patient complications were reported.